Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 26-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (4000 mcg/ml that was changed to 2000 mcg/ml at 575 mcg/day) via an implanted pump. The patient¿s medical history was noted to be spastic paraplegia due to gunshot wound. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that the patient complained of one week of increasing spasticity. There were no signs of severe withdrawal. A side port study in the clinic revealed no csf (cerebrospinal fluid) flow. X-rays were normal. A bolus of 75 mcg through the pump did alleviate the patient¿s spasticity. No dye study could be performed because of the lack of ability to aspirate the side port. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had been do ing some heavier than usual activity in the day leading up to the beginning of the symptoms. The patient was taken to the operating room. The pump was exposed and csf flow from the side port was slow. The spine incision was opened, and a distinctive kink was found at the anchor site just as it traveled towards the pump. There was no way to remove just that piece of the catheter because of its location to the anchor. A new catheter was implanted which resulted in excellent csf flow throughout the rest of the procedure. A new pump was also implanted.